Event description:
It was reported that the user experienced an occlusion alarm while using an infusion set with teflon inset and 23-inch tubing, after which the user attempted to rewind and press-and-hold without observing drops; the cartridge was not completely full, and the event resolved only after switching to new supplies including a new cartridge and completing a full supply change. Symptoms included hyperglycemia with a reported peak of 400 mg/dl and the user feeling high. Outcomes included elevated glucose outside target for approximately two hours without hospitalization, medical intervention, backup therapy, or ketone testing. Investigation included troubleshooting and education on supply replacement, cartridge filling, and priming technique. Investigation of this case revealed that the occlusion condition was consistent with an infusion set or fluid path obstruction that resolved after full supply replacement, with no additional device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was likely user technique and supply-related occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.